Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient was in the emergency room (ER) at because the pump was malfunctioning and dumping too much medication in her system. The patient rep stated they were trying to get in touch with the local representative to see what needed to be done with the pump. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.